Manufacturer narrative:
Internal complaint reference: (B)(4).

Event description:
It was reported that during an arthroscopic procedure, after all the correct use of the technique for implantation of the suturefix ultra anchor, there was no fixation in the bone and it loosened. The anchor came out along with the anchor wire and it was removed. The procedure was successfully completed with no surgical delay using a back-up device in an additional drill hole. The first hole was left void and no further complications were reported.

Manufacturer narrative:
H10: h3, h6: the reported device was not returned to the designated complaint unit for independent evaluation, thus visual inspection and functional testing could not be performed. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. A complaint history review found similar reported events. The instructions for use was reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. A risk management review found that the reported failure was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. Per case details the loosened anchor was retrieved from the patient and the procedure was completed with a back-up device. An additional bone hole was used, the previous hole was left void. The patient impact is expected to be minimal. Per e-mail, "the surgeon was satisfied with the surgical result, as the other 2 anchors fixed perfectly." Since no further harm is anticipated no further clinical investigation is warranted. There was no way to determine if the device contributed to the reported event. The complaint was not confirmed. Factors that may have contributed to the reported event include unintended excessive force on insertion. No containment or corrective actions are recommended at this time. If the product associated with this event is returned at a future date, this investigation will be reopened for evaluation.